Event description:
It was reported that when the package was opened it was noted that the tubing looked like it was cut or not attached properly. Reportedly, the package was observed to be intact. No patient complications were reported.

Manufacturer narrative:
The device was not returned for evaluation.